Event description:
Customer alleged blood glucose results of 412 mg/dl and 137 mg/dl obtained within 5 mins on the advantage system. Meter memory reported the results as 412 mg/dl and 181 mg/dl. Customer took no treatment/action based on results. No adverse event was reported. A request was made for the return of the suspect device and replacement product was sent.